Event description:
It was reported that patient experienced ineffective therapy after motor vehicle accident. System diagnostic recorded high impedances on both leads. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated the event of a revision was reported to abbott. The patient underwent a full lead and ipg revision. Therapy fully restored. Patient was hit by a car. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.